Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the evening after implant, loss of right ventricular capture was noted on the cardiac monitor. The device was checked, device and leads were tested and the loss of capture could not be reproduced. X-rays showed that the lead was in the same position as post implant. The strips were reviewed and the cause seems to be undetermined as it could not be reproduced and was not seen again. The lead remains in use. No patient complications have been reported as a result of this event.